Event description:
The customer reported the sensor and blood glucose reading were different. Customer stated he does not know if the transmitter is working properly. Customer stated when he calibrates his sensor reading is lower than his blood glucose. Customer's sensor reading was 101 then 91 and his blood glucose was 246 mg/dl. Then customer received calibration error. Troubleshooting was done. He was advised to calibrate when his blood glucose is stable. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.